Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio found the on/off switch was missing a rubber grommet, and excess pressure was required to operate the switch. The customer was provided with a warranty replacement device.

Event description:
The customer contacted physio-control to report that their cr plus device was non-functional upon opening the lid. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their cr plus device was non-functional upon opening the lid. In this state the device would be inoperable, and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.